Event description:
On (B)(6) 2025, a caregiver reported that on the night of (B)(6) 2025, the user experienced a low blood glucose (bg) event, with a recorded bg of 52mg/dl. The user fell while walking to the bathroom and hit their head. The caregiver administered juice, banana, and raisins to treat the low bg, which resolved without the need for emergency services. The caregiver explained that the event was more likely related to insufficient carbohydrate intake at dinner. Device settings were adjusted remotely in consultation with a healthcare provider, and the user was re-educated on proper meal announcement practices. The user remained on the ilet.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device logs on and around the date of the event found no evidence of device malfunction or factory reset. The device delivered insulin and responded to cgm glucose levels as designed, including appropriate alarms and insulin delivery pauses for low glucose events. Multiple infusion set changes were recorded. No meal announcements were noted during the event timeframe. Sensor expiration and brief sensor issues consistent with dexcom g7 end-of-life were observed but did not affect device performance. The device operated within specifications. A lower carbohydrate meal was reportedly consumed without a corresponding meal announcement during a period when the ilet may have been adapting insulin upward in response to prior higher-carbohydrate, unannounced meals. As a result, insulin delivery may have exceeded actual need. Additionally, the user was noted to have gastroparesis, and delayed gastric emptying may have contributed to a mismatch between insulin delivery and systemic glucose availability, increasing the risk of hypoglycemia. Should additional information become available, a supplemental report will be submitted.